Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. Samples of a device from the same family were taken from the current production for evaluation. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the connector of the device had to be replaced because it was coming loose from the tube during a patient use. There was no report of patient impact or consequence.(cont.) Customer reported using a connector from a size 9.0 tube to replace the loose one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. The sample was returned with tape residue on the proximal end. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube or not. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso (B)(4)". The reported complaint of "connector separated during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint issue. The connector was not returned with the et tube. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges the connector of the device had to be replaced because it was coming loose from the tube during a patient use. There was no report of patient impact or consequence.(cont.) Customer reported using a connector from a size 9.0 tube to replace the loose one.